Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that when they first got interstim micro, they had a very difficult time connecting to recharge, in the beginning, they could not use the belt because of where it was placed it was not connecting, they had to keep their hand on it and also got "feedback shock" while charging so they put adhesive from a bandaid over the contacts to prevent that. Pt said they had to have a second surgery to relocate it they repositioned it to sit right so they could wear the belt and make it more comfortable. Pt said in the past year it's been pretty good they are very happy with the system.